Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The chronic total occlusion target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon ruptured when crossing the lesion. The procedure was completed with this device. No patient complications were reported.